Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the use of products containing silicone can cause deposits of white foreign material. Simethicone and petroleum oil/silicone-based lubricants are not water-soluble and are therefore not recommended for use by olympus. The event can be prevented by following the instructions for use which states: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the air/water tube and the air/water cylinder. There was no patient involvement.